Event description:
Pt reported (family) the device could not be flushed on (B)(6) 2012. A dye study performed at this time and showed no fracture in the line - clevia. Pt with history of cystic fibrosis and a need for vascular access. It was discussed with pt's family and they did not want to proceed with replacement at that time. Pt scheduled for procedures on (B)(6) 2012 .one was a remove/replace port. On the operating room table pt prepped and draped and then a fluoro xray was taken and the fractured port was noted.